Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02617. It was reported the patient experienced unintended chest and rib stimulation. Reprogramming was unsuccessful in resolving the issue. X-rays confirmed the leads had migrated. Surgical intervention is planned as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02617. Follow-up identified the patient underwent surgical intervention on (B)(6) 2016 to reposition both leads. The issue is resolved post-operatively.